Event description:
Boston scientific received information that this pt reports that four months after having her device implanted in 2009, she has had a rash that would turn into lesions all over her body. The pt noted her physician believes she may be allergic to the metal in her current device or possibly the epicardial lead that was implanted in 2009 with her current device. The pt was also going to undergo an ablation procedure due to atrial fibrillation, however, the lesions all over her body are preventing the procedure. The pt requested a materials list. Product services discussed allergy testing and sending out a materials list for her implanted pulse generator but discussed the pt would have to contact the manufacturer (greatbatch medical) for the materials list for her epicardial lead. Records indicate that there has been no change in the pt's implanted system.